Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak in a small volume folfusor when the solution flowed alongside the balloon. This was identified before use. The device was filled with an unspecified amount of nacl. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured march 5, 2015 to march 6, 2015. The device was returned for evaluation. Visual inspection on the unit noted fluid inside the housing; there were no signs of rupture. Further inspection revealed that the cause of the fluid was a missing film-wrap. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.